Event description:
It was reported that the coil deployed prematurely in the patient's body prior to reaching the target lesion. A 3mmx4cm interlock-35 was selected for use for a venous thromboembolism procedure. During the procedure, the coil prematurely deployed in the patient's body before reaching the target lesion and was then removed by snare. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.